Event description:
Customer reported an ad channel 13 error code on boot up, no patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the generator interface board and repaired a broken wire in the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.